Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, high capture thresholds due to insulation breach on the right ventricular (rv) lead. During the procedure, the physician used a repair kit to fix the insulation breach. Programming changes were performed to resolve the issue. The patient was discharged from the hospital after the procedure.